Event description:
Olympus was informed that during at the beginning of a therapeutic ureteroscopy procedure the tip of the uropass ureteral access sheath broke into pieces and lacerated the patient's ureteral meatus of the bladder. It was reported that after the patient's orpheus was balloon dilated the physician pushed the sheath through the device and experienced resistance. The physician then visually inspected the device and observed that the sheath was broken. The device fragments were retrieved using grasping forceps. Minor bleeding occurred, and was contained after a new sheath was used to complete the procedure. The patient has reportedly fully recovered. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that prior to the procedure there were no anomalies found. However, post procedure the device had cracks and chips at the tip. No further information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.